Manufacturer narrative:
(B)(4). One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass tip measured approximately 2.0 mm. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip detached. The condition of the returned device would make it appear as though the fiber burnt back quickly thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a 60 watt with laser settings of 0.6 joules and 35 hz. According to the complainant, during the procedure and inside the patient, the laser fiber burned back after 5 minutes of use. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. This event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip was detached.